Manufacturer narrative:
This report filed (B)(6) 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to infection resulting in extrusion of the implanted device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, june 23, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.